Event description:
Pt reported the infusion device does not display an e4 (occlusion) error message. Pt stated he experienced a blood glucose level over 300 mg/dl on (B)(6) 2012 at 1 am; took correction via the infusion device. Pt reported he administered 4.0 units of insulin via the infusion device at 1:20 am. Pt stated at 7 am, he administered 5.3 units of insulin via the infusion device. Pt reported he changed the insulin cartridge and infusion set at 8 am and then checked the infusion set and detected that the infusion set was clogged. Pt stated he had his blood glucose level under control by 8:30 am and he administered 5.6 units of insulin via the infusion device. Pt reported he administered 7.0 units of insulin at 10 am via the infusion device. Pt stated his blood glucose level was 420 mg/dl at 11 am and at 12:42 pm, he administered 3.0 units of insulin via the infusion device. Pt reported he was able to get his blood glucose under control by himself. Pt stated he used the infusion set 1-3 days and the infusion set tubing 21 days; advised on proper usage. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.